Event description:
A physician reported that, during surgery, laser of an ophthalmic operating system was unusable, and the system displayed a message. Procedure details are unknown. The surgery was completed on the same day using another laser without any patient impact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).